Manufacturer narrative:
Philips has investigated this complaint. There are two generations of wireless footswitches. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. It is unknown why the wireless footswitch did not work. There are currently no wireless footswitches or base stations available for replacement. The customer has a wired footswitch available for use. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not working. The wifi indicator status on the footswitch was red, indicating an error in the wireless connection. The system was not in clinical use. Philips has started an investigation of this complaint.